Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom no audio was confirmed and reproduced. The negative speaker lead was found to have a cold solder joint, which caused n intermittent failure of pump audio. Additional solder was added to the cold solder joint. As a result, the rear case assembly was replaced.

Event description:
It was reported that a pump had no audio. There was not patient involvement.